Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site showed calcification present in the patient's anatomy. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on post-procedural photos provided of the complaint device. Available information suggests eccentric sino tubular junction (stj) calcium and narrow stj likely contributed to the event as the report from the field clinical specialist and imagery provided by the site confirm the presence of moderate calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29 mm commander delivery system (ds), the balloon ruptured during valve deployment. The physician was unsure if the 29 mm sapien 3 ultra resilia (s3ur) valve was fully deployed. A second 29 mm s3ur, and commander ds were prepped and successfully used to fully deploy the 29 mm s3ur valve. There was no gradient or paravalvular leak post dilation. The patient was stable, and no injury was noted. They were transferred out of the cath lab. The perceived root cause of the event was an eccentric and narrow sinotubular junction, and calcium. The device was discarded.

Manufacturer narrative:
Investigation is ongoing